Manufacturer narrative:
Unit received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to confirm no delivery anomalies due to constant critical pump error alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the product returned for an unknown reason. The customer¿s blood glucose level was unknown. The insulin pump will return for analysis.